Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted and in use. Therefore, the root cause of this complaint is inconclusive.

Event description:
Intera oncology was notified by a physician that an intera 3000 hepatic artery infusion pump was slow flowing. Our representative discussed with the clinic flushing the bolus pathway to assess any complete or partial resistance, as this may help to determine whether additional imaging is needed. If there was no resistance via the bolus pathway, to consider a short-term heat trial over the pump with short-interval follow-up. The clinic provided intera oncology with the flow rate since implant: on (B)(6) 2025: implant (manufacture-labeled flow rate 1.3 ml/d), on (B)(6) 2025: haps scan - negative for extrahepatic perfusion, on (B)(6) 2025: c1d1 fudr; flow rate 1.3 ml/d, on (B)(6) 2025: hs only; flow rate 1.25 ml/d (residual ~ 14ml), on (B)(6) 2025: c2d1 fudr (same dose); flow rate 1.14 ml/d (residual ~ 14ml), on (B)(6) 2025: hs only; flow rate 1.03 ml/d (residual ~ 15.5 ml). On (B)(6) 2025, the physician flushed the bolus pathway with no resistance. The plan was to trial heat with short-interval (5-day) follow-up to reassess. On (B)(6) 2025, the patient returned for short-interval follow-up with flow rate calculated at 1.14 ml/day. The pump was refilled with hep saline. The clinic planned for 1-week follow-up to recheck (B)(6) 2025). On (B)(6) 2025, the flow rate measured at 1.17 ml/day (~10% deviation from the manufactured flow rate). The team resumed therapy, and floxuridine was administered. The first set of restaging imaging is planned in approximately two weeks. The team will continue to monitor flow rate closely.